Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic and vaginal area pain, pain during intercourse, urinary incontinence, leakage, chronic urinary, yeast, and vaginal infections, abnormal vaginal discharge with odor, abnormal bowel movements, radiating pain in hip, and lower back, pelvic, and buttock area. No further info has been provided.